Manufacturer narrative:
The device was returned to olympus (B)(4) (oekg). The evaluation of the device confirmed the followings; the reported event that the endoscopic image was not displayed was reproduced. Humidity and corrosion inside the video connectors and light guideconnector were noted. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, an error (b31) occurred and no endoscopic image was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The further evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. The device passed a leakage test, but there was an evidence of fluid invasion. Omsc guessed that the reported event was caused by the humidity and corrosion inside the video connectors and lightguide connector. There is possibility that the humidity and corrosion was caused by the user handling. If additional information becomes available, this report will be supplemented.